Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2005 and pelvic floor repair mesh was used. The patient experienced mesh erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a mesh excision on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01037. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient also underwent sacral colpopexy, paravaginal defect repair, pubovaginal sling and posterior repair on (B)(6) 2008.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, pelvic organ prolapse and a mesh was implanted. It was further reported that the patient underwent a mesh removal/revision on (B)(6) 2008 due to prolapsed uterus, complete cystocele and rectocele, bil. Para-vaginal defect and urinary incontinence. (B)(4).